Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The following information was requested, but limited details were available: on what tissue type was the device used? Gastric tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second or 3rd firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? Asku if so, which product? Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. If so, when? Is there any other additional information you would like to share about this device or procedure? Additional information was requested and the following was obtained: it was the first and second firing that the staples were open in the tissue. Both cartridges were white. The legs did not start to bend. The first firing was gray. No buttressing was used. A second device was pulled to complete the case with no patient consequence. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with four (B)(4) fully fired; however several b-formed staples were found on anvil knife slot and channel. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that prior to reloading the instrument, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the instrument. Do not use the instrument until it has been visually inspected to confirm there are no staples on the anvil and cartridge jaw. Insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The instrument is now reloaded and ready for use. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure on the second or third firing with a white cartridge the staples were malformed. The rep stated that the case was still going on, another device was pulled and the case was continued.